Event description:
It was reported that the pin on the bayonet attachment of an aleutian tlif ii inserter released intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
H6 has been updated to reflect receipt of the device and completion of the investigation.

Event description:
It was reported that the pin on the bayonet attachment of an aleutian tlif ii inserter released intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.